Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the power cap module and the battery charger. The system operates as intended.